Event description:
Patient reported she went to adjust her stimulator the other day and reported seeing power on reset (por) message. Patient stated that implantable neurostimulator (ins) was turned off due to por. Patient reported she was no longer feeling any stim probably about a month ago but then reported she has been getting "little electrical pulsating shocks" about a week ago and reported "feeling like something is going to fall through down there", like it "feels heavy¿ about 2 weeks ago. It was noted that therapy was on which was confirmed with programmer. The patient indicators for use are for fecal incontinence and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.